Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the needle went through the lens and it damaged the posterior haptic and as a result, it was not inserted. The surgery was completed on the same day with another unspecified lens. There was no patient contact. Additional information has been requested.